Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. DHR-review: ref#: (B)(4); lot#: 2357652, yield: 21, delivered: 21. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: (B)(4); lot#: 2364689, yield: 27, delivered:26, scrapped: 1 , 1 part scrapped due to tool marks. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: medical : revision due to pain, medical : revision due to loosening, medical : revision due to implant fracture. Event description: it was reported that the pin of the acetabular component fractured which led to loosening of the prosthesis and to pain and alval (aseptic lymphocytic vasculitis-associated lesions). The prosthesis was replaced by a prosthesis without metal on metal articulation. Review of received data: review of available information, incident report from ansm, implantation surgery report, on (B)(6) 2007, revision surgery report, on (B)(6) 2018. X-rays. Devices analysis: visual examination: the durom acetabular component shows some damage from the revision surgery. On the anchoring side numerous remains of bone attachments can be seen mainly in one half. In one area, approximately 10% of the anchoring side, the coating is missing. Numerous fine scratches and isolated coarse scratches are visible on the articulation side. The slim stem of the durom femoral component is missing. In the original state the slim stem is pressed into the drill hole for the connection to the spherical part. The inside of the bore hole is partially worn. The dome region around the bore hole of the component is slightly polished in some areas. There are remains of bone cement on the circumference on the inside of the femoral component. About a quarter of the inside wall is not covered by bone cement. The cement seems to be broken off partially along the rim of the component. In one area along the wall a bulge is formed by the cement. It is assumed that this derives from the cement canal that is mentioned in the surgical report. A fine spongy structure can be seen in some areas of the cement while in other areas the cement seems to be polished. On the articulation surface of the durom femoral component numerous fine scratches can be seen. Some isolated coarse scratches and some revision surgery damage can also be observed. The articulation surface was further inspected under the microscope at 200 times magnification with differential interference contrast (dic). In the loaded region numerous scratches are visible and the carbides, which in the original surface state protruded slightly, had been leveled out. An unloaded region could only be found close to the equator. Device manufacturing history records: the device manufacturing history records indicate that the acetabular component was accepted into final stock in december 2006 while the femoral component was accepted in november 2006. Wear measurement: the wear measurements of the articulation surfaces of the durom femoral component and the durom acetabular component were carried out on a 3d measuring machine type cmm5, sip geneva. The wear maps of both components show possible wear zones close to the centers. However, the method to determine the wear requires an unworn area on the same parallel of measurement points. Therefore it is not possible to determine a wear value. However, the measured diameters of both components are still within the manufacturing tolerances. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination, consisting of the durom acetabular component and the durom femoral component, was approved by zimmer biomet. A comparison of the implantation report with the applicable surgical technique was inconspicuous. Conclusion summary: the received components were revised after approximately 11 years and 4 months in vivo. It is reported that the slim stem of the femoral component was broken causing loosening of the prosthesis, pain and alval reaction. On both x-rays, opacity is visible in the extension of the slim stem towards the lateral cortical bone with approximately the same width as the slim stem. It is assumed that this canal occurred when the axis was drilled for the slim stem. It remains unknown if or with what material the canal was filled. Further when comparing the two x-rays it is visible that the position of the component's spherical part changed slightly. The slim stem's axis is no longer orthogonal aligned with the component's spherical part which indicates loosening / disconnection between the slim stem and the spherical part. The durom cup shows on the anchoring side numerous remains of bone attachments. The slim stem of the durom femoral component is missing. Polishing can be observed in the dome region around the bore hole of the component and in some areas on the cement observed on the inside of the component. Wear measurements of both components were carried out but it is not possible to determine wear values. However, the measured diameters of both components are still within the manufacturing tolerances. Based on the x-ray evaluation and the visual examination of the returned components it can be assumed that the femoral component was loose and that the slim stem was no longer connected to the spherical part. However, with no further medical history (e.g. Complete x-ray follow-up, surgical reports etc.) And no slim stem at hand any further conclusions cannot be drawn. The chronological sequence of events can also not be determined. Based on the retrieval investigation and the information at hand the reason for the loosening of the slim stem and the femoral component itself stays unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-01115-2.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to pain, loosening, implant fracture, alval reaction.

Event description:
No event update.

Manufacturer narrative:
Concomitant device: metasul durom, component for femur, cemented, 44/j, ref#: 1.00211.144, lot# unknown. Where lot number was received for the device, the device history record were reviewed and found to be conforming. Surgical reports and x-rays were received and will be reviewed within investigation process. The producte were returned to zimmer biomet for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).